Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and endoleak were confirmed on the films provided. A type ia endoleak was likely due to the stent graft infolding. A concomitant type ii endoleak from patent collateral vessels may also have been present. Although the cause of the infolding could not be conclusively determined, it seems unlikely that the thrombus noted was a contributing factor to the infolding. However, complete pre-implant cts to assess thrombus characterization were not available for review. Based on the provided sizing sheet, there was no evidence of excessive graft oversizing. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the implantation of a 36mm endurant iis stent graft for the treatment of a 55mm aneurysm, there was a moderate thrombus burden so no post dilatation of the main body stent graft was performed during index procedure due to thrombus. On a CT scan 25 days later it was noted that the main body of the stent graft exhibited infolding, appearing to have started at the top portion of the stent graft which also led to a ia endoleak. CT imaging also revealed that the "e" marker on the main body never fully opened. No issues were observed with the endurant limbs. It was noted that the physician plans to scan the patient in 3 months to assess if the graft will open more as the thrombus dissipates. The cause the infolding was possibly due to thrombus burden in the proximal seal zone which narrowed the flow lumen. It was confirmed the stent graft was sized appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that an ivus was performed, ballooning was done, and there was no endoleak. The graft is now fully open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.